Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedances. A revision procedure was performed and the rate/sense portion of this lead was capped. During the revision, the lead was tested via a pacing system analyzer and the high impedances were observed. A commanded shock was performed to verify the effectiveness of the system and all measurements were within range. The shock portion of this lead remains in service. No additional adverse patient effects were reported.